Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported from dr. (B)(6), to our sales rep, (B)(4) that this item break down under surgery.